Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized for non-device related reasons. While hospitalized the patient suddenly went into cardiac arrest and required resuscitation. The patient was intubated and transferred to the intensive care unit. Attempts to interrogate the device were unsuccessful and the device did not respond in the presence of a magnet. It was suspected that the device depleted prematurely. As of today the device remains in service but will be replaced.

Event description:
Updated information received indicates that the patient was transfered to another hospital. Attempts to obtain further information including confirmation that the device has been replaced was unsuccessful.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis following explant. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.